Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and relevant raw material history files showed no recorded quality problems or rejections related to this incident. Follow up will be sent in as soon as internal report is available.

Event description:
(B)(4). Event happened in (B)(6) and has not been reported to (B)(4) authorities. Tentative translation of users narrative: hub of sprotte is cracked, 3 pcs.